Event description:
The pt could no longer use her stimulation because, she "fell about a year ago and broke the wires". Her physician did not want to replace the system because, he did not want her to go through another surgery.

Manufacturer narrative:
(B)(4).